Event description:
Boston scientific crm received information that during the implant of this implantable cardioverter defibrillator (ICD), an increased right ventricular (rv) impedance of greater than 2000 ohms, and noise on the rv channel were observed. The lead was reinserted into the header, and the physician noted a lot of 'back pressure'. On the fourth attempt, mineral oil was used with success. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.